Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the galileo instrument at the customer site on (B)(6) 2016. An archive disk was used to assess the test well images on the galileo instrument. The test well image reactions in question appeared visually negative, as the instrument had interpreted them.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) on a galileo instrument, when tested on (B)(6) 2015.